Event description:
Second device originally included on report 2954929-2004-0004. Coronary stent placed in right coronary artery six weeks ago. It was during treatment for this occlusion that iliac disease was verified. Case was originally scheduled for 2:30pm, postponed to 6:30pm-actual procedure started at 7:30pm and moved from a scheduled therapeutic cath lab to a diagnostic procedure lab. Pt was not typed and cross matched for blood prior to procedure. Pt had total occclusion in the left iliac, 90-95% occlusion in the right iliac. Pt refused surgery requesting minimally invasive procedure. Physician used brachial approach through left arm with initial treatment planned for right iliac through a 7 fr., 90cm pinnacle sheath. Physician began working in the middle of a 4-5cm lesion with the p4020 to remove calcium and plaque from the tightest section of the lesion. Took 6 cutting passes. Took a puff for visualization every two cutting passes. Residual stenosis in this area was approx 70%. When emptied the tissue included significant rock calcium. Physician switched to a p4012. Had difficulty reaching the distal end of the lesion. Noted that there were still several cm's of sheath outside the arm and attempted to reposition sheath. Pt winced and complained of pain in stomach not arm. As soon as physician let go of sheath it returned to its original position. Physician did not take a contrast puff between the last cutting pass with the p4012 or after repositioning of sheath although dsm suggested additional visualization several times. Took two cutting passes with no issues. Did not take a visualizataion puff after the second cutting pass. Began a third cutting pass and the pt winced again saying that they "felt that" in their groin. Physician immediately took a picture revealing a "squirt gun" perforation with blood appearing to gather in the abdomen. Heparin was reversed with protamine approx 10 minutes after the perforation. Physician attempted to place a wall grfat to cover perforation but it required a 9 fr sheath. Blood pressure went down to 40/20 before a balloon could be inflated at the site of the perforation to control bleeding. Two smart stents were placed which finally sealed the perforation. Attempts were made to gain access up the right leg requring the balloon to be deflated to try to get blood back to allow access - this was not successful. Pt coded 7-8 times that co is aware of. Vascular surgeon was upset that the pt had not been typed and cross-matched for blood per hosp procedure. Type and cross resulted in the a delay of blood to the pt of approx 25 minutes. Balloon pump and pacing were used to support the pt. There was no pulse between 9-10pm. District sales manager left just after 10pm, pt was still on the table. Family requested all measures be taken but surgeon did not feel pt was stable enough to crack chest. Believe is that either time with excessively low blood pressure and/or reversal of heparin with protamine resulted in a thormbus occlusion of the new coronary stent causing a massive mi. At no time during the incident was there a suggestion of device malfunction. Foxhollow is attempting to gain access to the devices (if not disposed of by the hosp, lot number, angios and copy of autopsy).